Event description:
One of fassier-duval guide wires from the instrument tray had protruded through the sterilisation tin and injured fingers of the hospital staff.

Manufacturer narrative:
One of fassier-duval guide wires from the fd-case-4 instrument tray had protruded through the sterilisation tin and injured fingers of the hospital staff. From the images provided by the hospital it can be see that 3 fassier-duval instrument trays were packed in one box, this led to one set to be placed in a vertical position instead of an horizontal position where all the instruments are safer to handle. As a consequence, one of the sharp g-wires from one of the trays came out of the box and this led to one of hospital staff being injured. Note: this MDR was originally submitted as MFR #3000327-2024-00001 on february 27, 2024, but was rejected by cdrh due to an incorrect fei number in the esubmitter form. It is now resubmitted with the correct fei (3000327445). CAPA initiated to address the issue.